Event description:
No blood glucose levels reported. The customer reported that the battery of the insulin pump would not last long. The customer has tried different battery caps bto no avail. The customer also reported that the insulin pump would not alarm any low battery warnings. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.